Event description:
A trilogy evo ventilator was returned to a third party service center for service. There was no reported patient involvement. During the evaluation of the device at a third party service center, a ventilator inoperative error code was found in the device's error log. The service technician states that the system printed circuit assembly (pca) board was replaced to resolve the issue. Additionally, a non-critical calibration error code was also found in the device's error log. The in-line tiler prox is contaminated. The muffler assembly, air foam inlet filter, and the particulate filter were replacement for maintenance. The device passed all functional and repair testing. No further investigation is required.